Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radioablation, during the punch of the node, the needle broke (borrowed). The procedure was cancelled. No further information available.